Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial investigation analysis, the sensor performance deviated from normal behavior.upon receipt of the RMA, the sensor was tested in-house, and the review of qc data did not reveal any malfunction of the sensor.the issue observed in the field, could not be reproduced during the qc in-vitro testing. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint. H3.device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.